Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section e initial reporter first name and initial reporter last name a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-dec-2014 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the medication was not dispensed. A technical support specialist (tss) marked the issue as resolved by attaching the reference article "resolved issue - non specific resolution". The tss received confirmation from the field service engineer (fse) that the issue was resolved. Based on the update and the customer's confirmation, the tss noted that the problem had been successfully addressed, and the case was closed. The system functioned as intended after the technical support specialist investigated the device.

Event description:
It was reported by the customer that a bd pyxis¿ anesthesia station es prompting error message as cancel meds, preventing user from removing the required medication fentanyl 500mcg. The customer stated that there was a workaround to retrieve 100mcg ampoules from the station. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that a bd pyxis¿ anesthesia station es prompting error message as cancel meds, preventing user from removing the required medication fentanyl 500mcg. The customer stated that there was a workaround to retrieve 100mcg ampoules from the station. There were no adverse events or injuries reported based on this event.